Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, a gore® viabahn® endoprosthesis (8mm x 10cm) was intended to be used to re-line the previous implanted arteriovenous stent (unknown). It was reported that during the advancement of a viabahn device, the viabahn deployment line got hung up on a pre-existing stent. As the viabahn device was advanced further, it was realized the deployment line had started unraveling and device was beginning to expand. The physician was able to pull the delivery catheter together with the 0.035 guidewire back into the 8fr introducer sheath, however, the endoprosthesis separated from the delivery catheter. It was reported that both, the device and the sheath were removed successfully from the patient at the same time. No harm done to the patient and the procedure was aborted after that.

Manufacturer narrative:
The device with an introducer sheath were received for analysis. The sheath was not evaluated because it is not a gore® product. The tip and a portion of the distal shaft, upon which the endoprosthesis is mounted, was separate from the remainder of the delivery catheter. The transition was bonded to the remaining portion of the distal shaft measuring 3.5 cm. The end of the partial distal shaft appeared to have been broken or severed. There was a kink in the distal shaft at the transition. There was about 4 cm of deployment line coming out of the transition, which was broken and frayed at the end of the line. The endoprosthesis was twisted and compressed longitudinally. The outer braided constraining line was deployed approximately 1 cm, with the broken end of the deployment line frayed. The endoprosthesis remained fully constrained within the braided constraining line. The proximal 2 strut rows were bent outwardly. These strut rows are also damaged and delaminated. The deployment line appeared taut within the hub. Based on the device examination performed, no manufacturing anomalies were identified.